Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 days. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller produced elevated estimated flow and power readings within the first week of implant. An echocardiogram on (B)(6) 2017 revealed normal pump function. The patient was asymptomatic with normal lactate dehydrogenase (ldh) levels. On (B)(6) 2017, it was reported that the patient had highly elevated ldh levels during the prior week. The patient experienced shortness of breath and hematuria. CT scan revealed a hematoma around the pump and driveline, and it was reported that the lvad clinicians believed the hematoma was causing hemolysis. An echocardiogram revealed that the inflow cannula was unobstructed and that the aortic valve was closed. On (B)(6) 2017, it was reported that the patient had increased heart failure symptoms, and ldh levels remained greater than 2000 u/l. The patient was febrile, and blood cultures were positive for yeast on (B)(6) 2017. The patient was started on IV anti-fungal medication. A transesophageal echocardiography on (B)(6) 2017 confirmed the pump was ¿no longer working¿. Support was withdrawn and the patient expired on (B)(6) 2017. The cause of death was reported as device thrombosis.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A correlation between the device, the reported elevated estimated flow and power readings, elevated lactate dehydrogenase and patient outcome could not be conclusively determined. No log files from the time of the reported event were available for analysis. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that physiological factors that affect the filling of the pump, such as hypovolemia, can result in reduced pump flows as long as the condition persists. This document states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.